Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. As reported, the pt suffered no harm or injury due to the event. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported (B)(6) 2013, a pt of unknown age and gender presented for an microwave procedure. When the sterile packaging of the disposable device was opened, there were no defects of the device noted. During the procedure, the treating physician noted the probe had a fracture between the probe shaft and the tip. The physician elected to continue the case with this probe and successfully completed the procedure with no report of complications. The pt suffered no harm or injury due to this event. The disposable device has been returned to the manufacturer for evaluation.